Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported false air in line which was not reproduced. The customer reported false air in line was not reproduced during evaluation. A review of the event history log identified false air in line. It is unable to be determined from the log alone if the alarms are a result of a malfunction, or normal pump operation. The device was tested for air-in-line detection and was found to pass and the ultrasonic sensor was found to be within specification. No device malfunction was identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line. There was no patient involvement. No additional information is available.